Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device check in clinic, out of range low lead impedance was observed on both right atrial and right ventricular leads. Patient was in vvir mode due to chronic af. Both leads were capped and replaced on (B)(6) 2019 during device upgrade procedure. Patient was stable throughout the event.